Event description:
It was reported to philips that the c-arm moved on its own. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned coronary procedure which was completed as planned by holding with the geo module to avoid unwanted movements. The philips field service engineer (fse) inspected the system onsite and confirmed that the un-command movement of the c-arm. Upon troubleshooting, fse found a problem in the geo (geometry) module which caused the joystick to control movement wasn¿t going back to its original position and not activate the brakes. To resolve the issue, fse replaced the control module. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.